Manufacturer narrative:
The incident unit was returned to the service center. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The unit was returned for service and there was an indication from the customer that there was a patient burn involved in the use of the unit. Requests for additional information have been made but, to date, no additional information has been provided.